Event description:
Customer stated, " was using the pad in the dark and saw sparks from the switch." Customer did not claim injury. Product was not returned. Without the product returned the investigation was inconclusive. An investigation into returned products for switch sparking found that switch sparking was primarily caused by customer misuse of twisting/ wrapping the cord to tight. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."